Event description:
It was reported ten issues that the patient experienced hyperglycemia 500mg/dl on (B)(6) 2025 and went to emergency room and subsequently hospitalized for seven hours due to infusion set cannula was bent and was treated with IV and fluids of saline and insulin.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.